Event description:
A pump malfunction was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to reach out again if the issue reappears.